Event description:
According to the reporter, for the first firing of esophagojejunostomy in total gastrectomy , they used powered stapling handle .it was functional anastomosis. The surgeon fired the device till the distal end then waited for 2 seconds and opened the jaws ,however he found the knife was stopped on the halfway and the staples of the distal were u-formed . Surgeon states tissue was not thick nor that there was no bleeding at the site. No injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 1cm cut line. Functionally the reload was loaded into a pmv representative instrument, the interlock was overridden, and the reload was applied to test media. All remaining staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The information booklet which accompanies each product shipment offers the following as a warning and precaution. 4. When using the device with tri-staple technology with another handle and adapter in challenging applications, the firing sequence may stop prematurely. The propensity to stop prematurely may increase if the reload is in the articulated position. If the firing does stop prematurely, release the blue close/fire button, assess the tissue for obstructions and wait approximately 15-30 seconds to allow tissue to compress. After waiting 15-30 seconds, press the close/fire button to continue the firing stroke. The knife blade will stop automatically at the distal end of the reload when the firing stroke is complete. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.